Event description:
It was reported that the patient presented for follow up with left atrial lead dislodgement. The lead was capped on (B)(6) 2021. The patient was in stable condition. Further information was requested, but not received.